Event description:
A us distributor reported that an electrode belt had non-functional ecgs.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. This failure was due to a broken solder connection at the pulse wire to the distribution node. The root cause for the strained cable was excessive force. There were no adverse events associated with the damaged electrode belt.